Event description:
Customer stated that he received an emergency medical notice on temp basal and the bolus. Customer wanted the new pump with new software. Customer's blood glucose level was 187 mg/dl. Customer was advised that the pump was safe to use and to be aware of what he is programming. Customer received a scroll wrap safety notice. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window and cracked battery tube threads.